Event description:
Sometime in 1984 the ipp device was implanted. On 3/24/89 the cylinders and pump were revised. On 5/6/97 the entire device was removed from the pt due to malfunctioning inflatable penile prosthesis "right proximal corporal cylinder extrusion."